Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was reported. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with itching, rash, redness extended beyond the patch perimeter. The skin reaction was treated with an unspecified over the counter topical cream or ointment. The patient used triamcinolon (not prescribed) as a barrier but it did not help minimize or prevent the skin reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The reaction was systemic with widespread erythema reaching up to the patient´s face and ear. The probable cause could not be determined. No additional event or patient information is available.